Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The patient's mother reported that the patient was taken to the emergency room on the late evening of (B)(6) 2010 with a blood glucose above 500 mg/dl and vomiting. Prior to being taken to the hospital, it was reported that the patient was taken off the pump and the patient's mother administered a correction by syringe. The reporter claimed that the patient was treated with fluids and IV drip insulin while in the emergency room and released at 3:00 am on (B)(6) 2010. The patient's blood glucose has been within normal range since patient was released from emergency room. The patient's mother informed the customer service representative (csr) that she just realized that the patient was using a recalled cartridge lot at the time of the high blood glucose excursion. It was noted that the patient no longer had the subject cartridge. The reporter claimed she did not notice if there was moisture or leaking from the cartridge at the time the patient was taken to the emergency room; however, confirmed seeing air bubbles within the cartridge.